Event description:
Information was received from a company representative regarding a patient receiving gablofen (500 mcg/ml) at 80 mcg/day via an implantable pump for intractable spasticity. The pump site was infected. Any environmental, external, or patient factors that may have led or contributed to the issue were unknown. Diagnostics included cultures of the site. Surgical intervention occurred; both the pump and catheter were completed removed. As of (B)(6) 2016 the patient was alive with no injury, but the issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.